Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The ventilator also shut down multiple times during testing and not connected to a patient.